Event description:
It was reported that during a follow up, loss of capture, oversensing, and reduced r-wave amplitude were noted on the right ventricle (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. Abbott technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, oversensing, and sensing r-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported events loss of capture, oversensing, and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner/outer coils to be compressed and stretched at the proximal region of the lead consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification.